Manufacturer narrative:
(B)(6)medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: issue with vent "low o2" error and then shut down. No patient harm.